Event description:
It was reported, via a lawsuit, that during shoulder surgery the product allegedly injured the tissue of the shoulder resulting in a permament and disabling injury to the pt's right arm and shoulder.